Event description:
Additional information was received that since the cause of the high out of range pacing impedance has not been determined, the physician opted to also implant a leadless pacemaker from another manufacturer as a back-up. The pacemaker and rv lead remain in service. Programming changes were made to sensing, the maximum tracking rate and atrial tachy response (atr) due to patient condition and the implant of another pacemaker. The minute ventilation was also programmed off. It was noted that patient has been in atrial fibrillation (af) and has previously had complete heart block. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited a gradual increase in impedances from 900 ohms to 1352 ohms. Seven months later the impedance measurement increased to greater than 2000 ohms which caused the lead safety switch (lss) to trigger. The patient was brought into the office and both bipolar and unipolar configurations showed greater than 2000 ohms. Ts suggested a revision procedure, but noted it was ultimately up to the physician. At this time the pacemaker and rv lead remain in service and no adverse patient effects were reported.